Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that interventions included medication adjustment specifically diazepam suspension on (B)(6) 2013.

Event description:
Additional information received reported the patient was admitted on (B)(6)-2013 instead of (B)(6)-2013, which was previously reported.

Event description:
Additional information received reported that the signs or symptoms were irregular, progressive increase of diazepam intake, until 30 mg/day.

Event description:
It was reported that a patient abused benzodiazepine. It was stated that the signs or symptoms were irregular, progressive increase of benzodiazepine intake, until 30 mg/day. The intervention was trazodone and mirtazapine introduction and a progressive reduction of diazepam, until 15 mg/day. The intervention date was (B)(6)-2013. It was stated that the outcome was "resolved without sequela" on (B)(6)-2013. It reported that the patient had a pre-existing condition that was worsened or exacerbated. It was noted that this was possibly related to the device. This resulted in in-patient hospitalization. The patient was admitted on (B)(6)-2013 and discharged from the hospital on (B)(6)-2013.